Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was broken. A 6f 110cm dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During procedure, it was noted that the device was broken at distal and proximal. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection shows that there is dried body fluid on the handle and on the distal tip. The proximal end of the handle strain relief is torn but is still attached with a piece approximately 2mm wide. The electrode footprints are aligned on the outside curve as expected. After the visual inspection, the catheter connector mated to the test cable with no issues. Electrical test shows that there were no electrical issues with this device in a straight or curve position; no opens or shorts were present. Functional inspection shows that the push/pull knob and thumbwheel functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The curve failed during dimensional inspection. It does not reach between 3 and 4.5 cm and the inside curve is approximately 5cm. X-rays show that the flat wire is making contact with the distal tip. The distal end was dissected. The flat wire is not attached to the polymide. It appears that the polymide was attached to the inner insulation but was loosened during dissection; there is adhesive both on the polymide and inner insulation. The electrode footprints (e2 and e10) align with the holes in the insulation. There was no indication that analysis results were affected by the decontamination process. The manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the device was broken. A 6f 110cm dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During procedure, it was noted that the device was broken at distal and proximal. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.